Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the control voltage was 4.67 was needed to be adjusted to 5.10 and system tested and function restored. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system being used for a cervical spine procedure. The rep indicated that the imaging system was unable to take 2d images during the case and use of the foot pedal did not resolve this issue. Navigation was aborted as a result and the delay in procedure was reported as less than one hour with no change in patient outcome.